Event description:
Per the audiologist, the patient underwent a revision surgery in 2007, to reinsert the implant magnet. Reportedly the patient's device is functioning properly and she is using it.

Manufacturer narrative:
This is a final report.